Manufacturer narrative:
(B)(4). There is a temporal relationship between incomplete ccpd treatment on (B)(6) 2017 with the reported event of ¿feeling bloated and discomfort on one side of the patient¿s stomach¿, and the subsequent emergency room visit. There is no documentation to determine the causality of the patient feeling bloated; discomfort on one side of the patient¿s stomach or the resolution. The outcome of the emergency room visit where the patient left against medical advice (despite being advised to be admitted to the hospital for unknown reason) is unknown. Additionally, the patient continued to be non-compliant with the next day¿s ccpd treatment, reason unknown. Additional information related to the patient's history, comorbidities, and hospital course is needed to determine any potential causality. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported during a service call regarding an invalid sensor alarm during dwell 1 of 4 that she was feeling bloated on one side of her stomach. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did not complete continuous cyclic peritoneal dialysis. The patient went to the emergency room (ER) and blood work was obtained. The patient was advised of the necessity for hospital admission for reasons unknown. The patient decided to leave the emergency room against medical advice. Diagnosis is unknown and ER course is unknown. On (B)(6) 2017 the patient performed continuous cyclic peritoneal dialysis but completed only one of four cycles. Patient was instructed to perform a manual drain. Patient was advised to try treatment on the cycler the next day. Status and success of this treatment is unknown. The nurse reported that the patient has a history of noncompliance with therapy.